Manufacturer narrative:
Concomitant medical products: etbf2816c166e stent graft, implanted (B)(6) 2014; etlw1616c93e stent graft, implanted (B)(6) 2014 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eleven days post implant the patient experienced lightheadedness and bradycardia below the implantable pulse generator (ipg) lower rate. It was further reported that the right ventricular (rv) lead exhibited declining impedances. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.